Manufacturer narrative:
The astral device was not returned to resmed for an extensive engineering investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported event was most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device was unresponsive and unable to change the settings. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The customer contacted resmed to request assistance troubleshooting an astral device that will not turn off or change into standby mode. An astral technical support representative went through the troubleshooting steps and instructed the customer to perform a hard reboot of the device which resolved the issue. The device was not returned to resmed for evaluation. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device was unresponsive and unable to change the settings. There was no patient injury reported as a result of this incident.